Event description:
Hip replacement my medical records have novohip as the materials used. It was a failed replacement, so I had a revision done on (B)(6) 2023 and it is a failed hip as well. I was told exactec made novohip. I have had numerous injections, physical therapy, CT, MRI, seen a neurologist as well as getting a second and third opinion. No one can help me. The pain is terrible, and I cannot even lift my leg. I have missed work; many medical bills and my gait is not what it used to be. Dx left hip pain, difficulty walking, the lumbar was checked because they thought my pain might be coming from the spine. Reference report #mw5165897.